Event description:
This rv lead was implanted on (B)(6) 2005 and still remains implanted at this time. A report states that this lead had noise, threshold issue and loss of capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).